Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during feeding, the feeding set broke and was dripping on the floor. There was no patient injury.

Manufacturer narrative:
Section d4: lot number field has been updated. Lot number: 19b133fhx. The lot number was provided with the returned sample and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) partial unit was returned for the evaluation, there was only part of the set were received for the analysis. As only part of the sample was returned, the root cause of the reported condition could not be determined at this time. Since this complaint will be considered unconfirmed, a corrective action is not applicable at this time. If additional information or samples are received, the investigation will resume as needed.